Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported problem was reproduced. The fse arrived on the customer site and the first and second bipolar port instrument test failed on the erbe generator. Fse replaced the erbe generator. The system was tested and verified for use. Isi did receive the erbe generator involved with this complaint to perform failure analysis. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in a good condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator's bipolar port had a recognition issue. The customer tried two cautery cords and two instruments, but the issue persisted. The customer attempted to use both ports but neither worked. The customer used a third-party electrosurgical unit (esu) to continue the procedure. The erbe had no error display. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not use a third-party esu to complete the procedure. The field service engineer (fse) replaced the erbe with a backup. There was no injury to the patient.